Event description:
It was reported that post open heart surgery and maze procedure, the right atrial (ra) lead showed oversensing, a decreased p-wave m easurement, and noted high threshold per capture management. Adjustment to sensitivity resolved the oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 900sfc28 heart ring implanted: 2014-10-16; 680r28 heart ring implanted (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that oversensing was observed on the right atrial (ra) lead post sensitivity adjustments.